Event description:
Two abutment screws fractured inside of implants. The surgeon had to perform an additional surgical procedure to remove the abutment screws from the implants. The implants are still in the pt's mouth. Pt injury has not been reported.